Manufacturer narrative:
(B)(4)date sent: 10/10/2023d4: batch # unkb3: exact event date unk, entered (B)(6) 2023 as only the year was provided.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained:could you please clarify the following: "the reload could not be fit on the tissue after firing"?yes, please check as below.did the staple line covered the whole length of the tissue?yes, the staple line was continue, and all the line had the staples, but some part of the staples look like malformed.(not fit on the tissue)please specify the issue with the device/reloadafter they firing the device, the staple line was normal, but some of the staples were not be the b- formed.could you please specify what is meant by "the pcee45a didn't fit completely"?according to the costumer said, when they used this device, the reload could not be fit on the tissue after firing.and they feel this device can not stitch well for the tissue after firing.did the device deliver any staples?yes.if yes, were the staples formed properly? Yes, and the reload looks good before firing.if yes, was the staple line complete? Yesdid the device cut?yesif yes, was the cut line complete?yes, costumer didn¿t talk about any difficult cutting, so the cutting function was normal. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?yes, but the cutting function was normal. Was there any difficulty opening the device?no.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when cutting and anastomosis tissue, the device didn't fit completely. No patient consequences reported.